Manufacturer narrative:
Multiple attempts were made without success to gather additional information. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the patient's infection. Clinical factors that may have predisposed the patient to the infection include the patient's medical history and comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Driveline remains implanted.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented to the clinic for a routine visit with complaints of sternal pain. The patient was subsequently admitted for distal sternal wound abscess. Wound cultures were positive for staphylococcus aureus. Blood cultures were negative. The patient was treated with intravenous antibiotics, wound debridement, and vac dressing. The patient did not have an elevated temperature. It was last reported that the patient remains hospitalized at this time. No further information was provided.